Event description:
It was reported that during testing the shaft of the bur broke off inside of the attachment. There was no patient impact, surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during testing the shaft of the bur broke off inside of the attachment. There was no patient impact, surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.